Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 05.31.2019 it was reported to k2m, inc that a expandable implant did not function as intended intra-operatively. Component remains in patient.

Event description:
Physician reported that a mojave expandable interbody was not expanding as intended intra-operatively. Component remains in patient.

Manufacturer narrative:
Manufacturing records were reviewed, and no relevant manufacturing issues were found. It is possible that the threads of the instrument or implant were compromised, making expansion difficult. However, as the implant and instruments were not available for inspection, a root cause cannot be established conclusively.